Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump. Customer was instructed to use a backup insulin pump in the meantime and was sent a replacement pump, which will require reprogramming and reconnection of their cgm. The customer was also advised on returning the faulty pump to avoid billing charges and provided with necessary instructions for doing so.